Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17028. Related manufacturer reference number: 2017865-2020-17030. It was reported that the patient presented to clinic. A chest x-ray revealed that the right atrial and right ventricular leads had dislodged due to the patient twiddling their device. There were no electrical anomalies noted due to the dislodgement. The leads were explanted and replaced, and there was nothing done to address the device. The patient was asymptomatic and in stable condition throughout.